Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing cartridge errors and "weird" blood glucose levels. Multiple attempts were made to obtain additional information; however, additional clarification was not provided.